Manufacturer narrative:
Investigation summary: evaluation of the submitted log file confirmed the reported no external power alarm. Although a specific cause for this event could not conclusively be determined through this evaluation, the account reported the patient is known to disconnect from the mpu and walk around without external power. Starting on (B)(6) 2018 at 16:05:53, a sequence of power cable disconnect, low power hazard, and no external power alarms was observed while the patient was connected to an mpu. These alarms resolved at 16:05:59. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. Per the file, this could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. Of note, (B)(4) was manufactured with a v-lock ac power cord. The system controller's backup battery powered the pump during these events, during which time the pump switched from operating in pulsed mode to operating in continuous mode. The remainder of the log file appeared to contain routine power source exchanges and pi events. The pump appeared to function as intended. The heartmate 3 lvas IFU and patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. These documents also caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Date of implant represents the date the patient was placed on lvad support. Approximate age of device ¿ 2 years, 4 months (calculated from the date the mobile power unit was shipped to the customer; (B)(6) 2016). The mobile power unit remains in clinical use and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A review of the patient¿s submitted system controller log file by the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.